Manufacturer narrative:
The t:slim pump user guide indicates that the cartridge needs to be filled with at least 95 units to ensure there is sufficient insulin available for delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. During troubleshooting with tandem technical support (cts), the malfunction alarm was cleared. Subsequently, the customer loaded a cartridge with 80 units of insulin, and received a valid minimum fill message. The customer's blood glucose level was impacted, elevating from 402 to 406 mg/dl. Reportedly, the customer would load a new cartridge and deliver a bolus. The customer declined follow up from cts.